Event description:
It was reported that the patient was in a car accident on (B)(6) 2014 and the seat belt messed up the ins (stimulator). Since then she hadn't been able to see healthcare provider. The patient don't think it's working properly any more and it's a pain in the belly. It wasn't working before (accident) but now it's all pain. The ins floats around her body. It doesn't stay in the pocket area. She had to push it back in to the pocket. It had not been very pleasant and since the car accident it's worse. The patient fell today at (B)(4) she had a "fracture wrist and her legs were a mess. Device was not working. Since car accident she started losing weight again and her vitamin deficiency were back. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was losing weight again and her vitamin deficiency were back. The weight loss had been thorough out the past 6 years she went from (B)(6). Since implant, she lost 20lb (pounds). The patient had a loss of therapeutic effect. She mentions the ins didn't help her. It wasn't working before accident.

Manufacturer narrative:
(B)(4).